Event description:
The ins was interrogated in the box pre-op and a power on reset (por) was detected. It was unknown what error code accompanied the por. The ins was re-interrogated and showed 100% charged. A different 8840 (physician programmer) was used and the por appeared again on the screen. In total the ins was interrogated 5 times using 2 different 8840¿s. The por appeared twice and 3 times 100%charged appeared. The company representative was not comfortable implanting the ins so it was going to be returned to the device manufacturer. It was unknown if the ins was replaced.

Manufacturer narrative:
(B)(4). Device analysis for ins nmd710462h revealed parity por bit not reset.